Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant result was an r2 transducer. The fse removed and replaced the transducer then ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two (2) discordant tacrolimus (tacr) results were generated by the dimension rxl max with hm. The results were reported out of the laboratory. Samples were sent to another facility for testing and the results obtained were within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant tacr results.